Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The embolization coil was detached from its pusher assembly. The pull wire was inside the capture feature of the distal detachment tip (ddt). The outer diameter (od) of the proximal constraint sphere was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the embolization coil was detached from its pusher assembly. This damage likely occurred due to forceful retraction against resistance. Forceful retraction against resistance may have caused the distal section of the pusher assembly to elongate beyond the reach of the pull wire, which would result in the embolization coil detaching from the pusher assembly. The introducer sheath to the ruby coil was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed a ruby coil into the target vessel and then decided to retract the coil. While attempting to resheath the ruby coil outside of the patient's body, the physician had difficulty. Subsequently, the coil unintentionally detached inside its introducer sheath. Therefore, the procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Additional device investigation was performed with the following results and conclusions below: the pull wire was measured and found to be within specification. The inner diameter (ID) of the ddt was measured to be within specification. The distal tip of the pull wire was removed from the distal detachment tip (ddt) capture feature by the penumbra investigator. The pull wire was extended beyond the ddt approximately 0.3 cm. The outer diameters (od's) of the proximal constraint sphere and the pull wire distal tip were measured to be within specification. The ID of the ddt and was measured and found to be within specification. The pull wire was checked for pre-compression, and pre-compression was present. The information above does not change the evaluation codes that were reported on the initial MFR. Report.